Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast reconstruction revision with a mentor memoryshape 775 cc silicone prosthesis experienced right sided pain, and unspecified issues post procedure. Patient indicated that ever since her surgery, she has been experiencing breast pain (for the past 3 years) and she wasn¿t sure if that was normal. Patient mentioned she kept having complications on her right implant and had to have it removed. As a result patient replaced the right prosthesis with sn#: (B)(4), cat#:3541708 on (B)(6) 2018.